Manufacturer narrative:
The reported field event of sensing noise was confirmed in the laboratory due to review of device image. The device was tested on the bench and no anomalies were found. The cause of the field event remains undetermined.

Event description:
It was reported that the device was explanted and replaced due to noise in the rv channel.